Event description:
It was reported that during use with bd vacutainer® multiple sample luer adapter the sleeve was split and leakage occurred. The following information was provided by the initial reporter, translated from japanese to english: this report is about blood leaking from lure adapter. The sleeve (rubber part) of the lure adapter may have cracked, and blood leaked from the lure adapter even after the tube was removed from the holder.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: material #: 367300 lot/batch #: 2259207 bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for sleeve leakage with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 30 vacutainer tubes, and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that during use with bd vacutainer® multiple sample luer adapter the sleeve was split and leakage occurred. The following information was provided by the initial reporter, translated from japanese to english: this report is about blood leaking from lure adapter. The sleeve (rubber part) of the lure adapter may have cracked, and blood leaked from the lure adapter even after the tube was removed from the holder.